Manufacturer narrative:
Per the clinic, a fistula had developed at the implant site, exposing the receiver/stimulator. The patient underwent wound revision surgery under general anaesthesia. The patient also treated with oral antibiotics.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on july 18, 2024.

Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2024 to (B)(6) 2024 for administration of antibiotics pre and post explantation surgery.